Event description:
We have become aware of a potential issue with our treatment planing system used with our medical linear accelerator. It has come to our attention after the initial simulated treatment had been completed; the same treatment was erroneously recorded for the second time. This issue can result in mistreatment if proper quality checks are not performed. The error was discovered by the customer during routine software testing. It's important to note, no patient was involved nor any injury reported.

Manufacturer narrative:
Investigation is currently pending and the root cause has not been identified.